Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 10 months following the implant of a transcatheter valve in the patient's native annulus, the valve failed due to severe aortic stenosis. Alongside, the patient presented with symptoms including shortness of breath (sob), hypotension, elevated troponins, elevated bnp, and a high gradient. It was noted that before the valve implant, the patient presented with a mean gradient of 39 mmhg and after valve implant, the patient presented with a mean gradient of 11 mmhg. Further noted, the implant depth of the valve was 4¿5 mm at both the non-coronary cusp (ncc) and left coronary cusp (lcc). Subsequently, the patient was hospitalized and evaluated for a tav-in-tav procedure. Per the physician, the patient¿s bicuspid native valve anatomy contributed to the event.